Event description:
The solicitor reported that by (B)(6) 2013, the patient presented to his gp experiencing a lot of trouble from the hip joint following revision surgery. The solicitor reported that they cannot identify the presence of any significant trauma, infection or other potential cause for early failure of the prosthesis. The solicitor did not report whether any additional treatment or surgery was required.

Manufacturer narrative:
The information in the report was provided by a foreign solicitor regarding a legal claim. The specific device information was not provided. The device was reported as an unknown hip system. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Not returned.